Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall alarms that persisted after multiple restarts, despite confirming no foreign objects in the pump chamber and removing supplies from the pump. Symptoms included interruption of insulin delivery. Outcomes included temporary disruption of therapy that was resolved after a guided supply change and a successful dry run to 120 units with no further alarms. Investigation included remote troubleshooting and user education, including restart, inspection for obstructions, dry run, and full supply replacement. Investigation of this case revealed a consecutive stalled motor condition consistent with a motor stall alarm, with resolution following replacement of infusion components and completion of a dry run, indicating no persistent mechanical failure observed post-intervention. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient motor stall that resolved after supply change and system reset. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.